Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant, the pacing lead exhibited high thresholds.  Placement difficulty was also noted on the pacing lead. The pacing lead was attempted not used and replaced. No patient complications have been reported as a result of this event.